Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Manufacturer: smc (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Manufacturer report # 3005099803-2017-02791 pertains to the first symphion fluid management accessory and manufacturer report # 3005099803-2017-02792 to the second symphion management accessory. It was reported to boston scientific corporation on (B)(4) 2017 that a symphion fluid management accessory device was used during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during preparation, they received a faulty pressure sensor error message (captured in MFR report # 3005099803-2017-02791). A second fluid management accessory device was used but the same thing happened (captured in MFR report # 3005099803-2017-02792) .the procedure was completed with a third symphion fluid management kit. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.